Manufacturer narrative:
The pump has been returned to animas for evaluation. Eval has not been completed. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Upon eval of the device, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reports ER treatment due to elevated blood glucose levels.